Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a bent trocar. The cannula was partially fractured at the bend location and the obturator was fully fractured distal to the bend location. The wall thickness of the cannula shaft and obturator shaft was measured and met specifications. Based on the event description and the condition of the returned unit, it is likely that the device bent and fractured due to a high insertion force. Applied medical is unable to determine if the fracture was caused by a manufacturing non-conformance or circumstantial factors at the time of use. A bent trocar is not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported based on the fractured obturator and cannula that were observed during the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the rep was present during the event. The event occurred early in the case. The patient abdomen was insufflated and the surgeon was placing the third trocar to serve as the left ancillary port for the case. The surgeon encountered difficulty inserting the trocar and had to apply "ample" pressure to insert the trocar. Shortly afterward the trocar slipped out of place and the surgeon attempted to reinsert the trocar into the patient. During the reinsertion the cannula of the trocar was bent. No fragmentation of the device occurred. The device was removed from the patient and examined. It was noted that the obturator was not clicked into place within the cannula. The device was replaced with a cff03. The case was completed successfully with no patient injury. The surgeon noted that the patient was young and had "thick, dense fascia". The surgeon did not note any scar tissue at the insertion site. There are not any photos available of the device. The product is available for return. Intervention: replaced device with a cff03. Patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the rep was present during the event. The event occurred early in the case. The patient abdomen was insufflated and the surgeon was placing the third trocar to serve as the left ancillary port for the case. The surgeon encountered difficulty inserting the trocar and had to apply "ample" pressure to insert the trocar. Shortly afterward the trocar slipped out of place and the surgeon attempted to reinsert the trocar into the patient. During the reinsertion the cannula of the trocar was bent. No fragmentation of the device occurred. The device was removed from the patient and examined. It was noted that the obturator was not clicked into place within the cannula. The device was replaced with a cff03. The case was completed successfully with no patient injury. The surgeon noted that the patient was young and had "thick, dense fascia". The surgeon did not note any scar tissue at the insertion site. There are not any photos available of the device. The product is available for return. Intervention: replaced device with a cff03. Patient status: no patient injury.